Event description:
During a superior femoral artery intervention procedure, the sheath in the micropuncture traditionless stiffened cannula access set broken off inside the patient's groin area. The physician was able to remove the fractured portion of the sheath with a snare. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
(B)(4). Product was not returned for investigation; however, a review a complaint history, review of qc, and a review of trends was conducted during the investigation of this event. Per quality control specification, the type and outside diameter of the tubing and the surface of the catheter is confirmed to be smooth, clean, and free of excessive kinks and foreign debris. Quality control personnel and confirms the surface is clean and free of imperfections and verification testing evaluates the hub to shaft bond. Without return of the complain device, we are unable to determine the cause of this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment no risk mitigation action is necessary at this time. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.